Manufacturer narrative:
B5 (sequence of events) updated. H6 (device problem code) updated. Based on preliminary analysis, electrical and mechanical characteristics of the returned unit are within specifications.

Event description:
Reportedly, absence of stimulation was observed during the pocket closure. The pacemaker pocket was re-opened and both leads were checked with a psa; no anomaly was observed. The leads weer then again connected to the pacemaker, which was placed in the pocket. However, exit blocks were again identified. Another pacemaker was implanted instead.

Event description:
Reportedly, absence of stimulation was observed during the pocket closure. The pacemaker pocket was re-opened and both leads were checked with a psa; no anomaly was observed. The leads were then again connected to the pacemaker, which was placed in the pocket. However, exit blocks were again identified. Another pacemaker was implanted instead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the physician decided not to implant the subject pacemaker but implanted another one successfully. The reasons of his decision are currently unknown. The pacemaker was returned.